Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left hand. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, a wire passed through the lesion and the balloon was inflated. However, the balloon ruptured by the time the nominal pressure was applied. The device was removed from the patient's body and another of the same size was subsequently used to complete the procedure without any problems. No complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6).